Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that he went out for a walk, and his blood glucose reading was 37mg/dl when the paramedics took him to the hospital. The customer believes the cause of his low blood glucose was not eating enough food. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.